Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens implantation procedure there was difficulty advancing lens into eye, surgeon widened incision. There was no patient harm.

Manufacturer narrative:
Correction: on initial MDR the evaluation method code of 4113 was an error. It should have been 4114 on the original MDR ¿ (corrected information provided in h.10.) The lens was returned for evaluation. Solution and blood are dried on the lens. Both haptics are folded over and adhered to the optic by solution, typical of being folded and placed into a cartridge. The optic is pressed against two posts in the lens case. Qualified products were indicated. The cartridge was not returned for evaluation. Information was provided that the cause of the event was that the surgeon did not make the initial incision wide enough. Information also indicated the subsequent "failure" was related to the doctor. No specifics were provided. A malfunction was not indicated against the product. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).